Event description:
Overdelivery reported. The pump was set to infuse d5w with 40meq of potassium chloride at 48ml/h. A secondary piggyback potassium bolus of 40meq/100ml d5w was added concurrently at 50ml/h to run over 2 hours. The nurse reports that one hour after the secondary call back/dose complete alarm and the 100ml, container was empty. The pt experienced some burning at the intravenous site; no other adverse effects or sequelae were observed. No add'l info was available.